Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable results for multiple assays for one heparinized patient sample. Of the data provided, only the results for crep2 creatinine plus ver.2 and alkaline phosphatase were discrepant. All testing was performed with an aliquot processed by the modular preanalytic analyzer (mpa). The initial creatinine result was 3.87 mg/dl and the initial alkaline phosphatase result was 831 u/l. The initial results were reported outside the laboratory and the doctor complained about the results. On (B)(6) 2016, the repeat creatinine result was 0.68 mg/dl and the repeat alkaline phosphatase result was 34 u/l. The repeat results were believed to be correct. The patient was not adversely affected. The creatinine reagent lot number was 186050 with an expiration date of 06/30/2017. The alkaline phosphatase reagent lot number and expiration date were requested, but were not provided. The customer thought wrong labeling of the sample tube may have been the root cause. This was the only sample affected and the issue did not reoccur. A specific root cause could not be determined. Additional information for further investigation was requested but could not be provided. Based on the data and information provided, a general reagent related issue could be excluded. The analyzer alarm trace was reviewed and no alarms relating to the event were noted.